Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarian section on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. During visual examination, cracked barrels and fins were found in the returned samples. Both are known contributors to needle pull offs.